Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was unable to recover. A field service engineer found a broken spring on the solenoid pin and identified that the latch was loose. Both issues were corrected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer experienced a failure in drawer 3 which could not be recovered and would not open. The user accessed the back panel with the keys and manually released the drawer, then rebooted the pyxis machine, however, the recovery was unsuccessful and the drawer remained failed. The drawer contained frequently needed medications such as tylenol and benadryl. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.